Event description:
Upon further evaluation of the report for poor aspiration of the cutter during a vitreoretinal procedure, the actuation testing was performed and was found to be nonconforming while the aspiration was conforming.

Manufacturer narrative:
Two samples were returned for poor aspiration. Three probe lot numbers, manufactured in january 2014, were identified with this complaint. The device history records for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record reviews. A complaint history examination indicates three additional complaints were associated with the probe lots. The product was released according to the manufacturer's acceptance criterial. Sample 1: the sample was examined using 25x magnification and the needle was found to be bent at the probe body. Actuation testing was performed and found to be nonconforming. Aspiration on testing was performed and found to be conforming. The probe was disassembled and the component inspected. There was significant resistance felt while removing the inner cutter from the severely bent needle. There is 5-10 minutes of wear on the inner cutter when compared to wear visual standards. The root cause for the actuation failure is the bent needle. How or when the needle became bent cannot be determined. Sample 2: the sample was visually inspected using 25x magnification and found to be conforming. Actuation testing was performed and found to be conforming. Aspiration testing was performed and found to be nonconforming. The probe was disassembled and the components inspected. There is a 60 - 90 minutes of wear on the inner cutter when compared to the cutter when compared to the cutter wear visual standards. There is significant gouging on the cutting edge of the inner cutter. The root cause for the aspiration nonconformance is unknown; however, it appears that the probe was used excessively. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for on procedure only. It appears that the probe was functioning properly for 60-90 minutes before the aspiration failure. (B)(4).